Event description:
A trilogy 100 ventilator was returned to a third-party service center for service with the allegation of an error code for ventilator service required. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was confirmed in the ventilator's downloaded error log indicating a circuitry failure. The device's central processing unit and main printed circuit assembly required replacement to address the issue.

Manufacturer narrative:
Correction: the awareness date of the reported device issue was incorrectly reported as 29 apr 2025 on the initial report. The correct date when the device issue occurred was 20 feb 2025. This follow up report is sent as a correction to the date the event occurred/awareness date. The reportable information was received 29 april 2025.